Event description:
The customer reported to olympus that the visera cysto-nephro videoscope experienced insertion tube damage. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign material in the actuator angle lever, which was attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, unknow if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device has been returned to olympus service center for evaluation and the reported issue was confirmed. Additional evaluation findings; insertion site soft tube pinhole; insertion part curved rubber pinhole; insertion forceps channel pinhole; air leak at connector vent; leakage of fluid from main body of actuator; angle snag in actuator; insufficient angle of insertion tube; snagging of instrument tip; tip objective lens plating peeling; insertion part curved rubber sagging; insertion part curved rubber adhesion part chipped; insertion part soft tube wrinkle; wear of actuator switch 2 rubber; actuator switch 3 rubber wear; and tip image flare. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Olympus could not determine the foreign object and could not determine the reason why the foreign object remained in the device. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 6 application and condition of cleaning, disinfection, and sterilization and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.